Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a fiberring surgery the scorpion needle broke inside the knee scorpion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. One unpacked ar-12990 with batch 15323014 was received for investigation. The visual evaluation revealed a broken fragment of the needle stuck in the fork end (see evaluation picture 2). No further functional testing was possible due to the observed condition. This type of event is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Further, the visual evaluation revealed that the tip has signs of metal surface oxidation (see evaluation picture 3).